Event description:
Nnp was inserting PICC line. At the point in the procedure where she was to remove the splitting needle broke at the tip rather than just separating as it was supposed to. This caused there to be a piece of the splitting needle still remaining around the catheter. The team attempted to remove the piece, but concern grew for micro-shreds in the catheter so the catheter was removed and a new one was placed. There was nothing else during the procedure that was out of the norm. It was completed by an experienced provider.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number 2402140000-2021-8011. The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). We received a catheter as sample still assembled in the stylet and two broken wings each left on a short portion of the peeling half of the needle. The catheter was still stuck to the two broken pieces of the needle that were not peeled off. The needle clearly could not be split completely, and a remaining piece remained in the catheter. We suspect that there was then an attempt to split the remaining piece with a tool and that it was cut into two parts. You can see a clear difference between the proximal and distal ends of the middle piece of the needle. The distal end is crushed hard. There are also traces of stylet (green fibers), indicating that an attempt was made to remove the remaining piece and the catheter and stylet were damaged in the process. The various pieces of the needle underwent a thorough microscopic examination. The raw needle is overmolded in our production (with hub and wing). Although the most proximal fracture point of the needle is in the tool clamping area, no damage due to faulty clamping. In addition, a retained sample from the same batch of the peelable needle group was also examined, and no fault could be detected. Vygon reviewed the batch history records and found no deviations. The batch complied to its specification and was released. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out with no exceptions found. This is the very first complaint for batch 8080368. We have one further complaint regarding a bad peelable needle on code 4g07366500 within the last three years. This type of defect is included in the risk analysis and its occurrence rate, and the risk evaluation is acceptable. There were 6,600 needles for batch 8073726 of the involved peelable needle code 4g34688000. But this is the very first complaint for the batch of needles. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Corrective action: no further corrective action initiated by quality management due to this complaint, as there are no indications of a manufacturing fault.

Event description:
Nnp was inserting PICC line. At the point in the procedure where she was to remove the splitting needle broke at the tip rather than just separating as it was supposed to. This caused there to be a piece of the splitting needle still remaining around the catheter. The team attempted to remove the piece, but concern grew for micro-shreds in the catheter so the catheter was removed and a new one was placed. There was nothing else during the procedure that was out of the norm. It was completed by an experienced provider.